Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
On (B)(6) 2018, the customer obtained a blood glucose reading of 166 mg/dl on a contour next link meter. When the customer reviewed the meter memory, he found that this reading was not stored in the meter memory. The customer stated that he performed tests with this meter over one week and none of the readings were stored in the memory of the meter. The last reading stored in the meter was from (B)(6) 2018. No adverse event alleged. The customer was advised to return the meter for evaluation. A replacement meter was sent to the customer.